Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted a sharp breakage at the port tubing at the stainless steel connector, etiology unknown. The band tubing was brittle. Analysis noted that the band tubing was broken with striations consistent with surgical end cut to remove the device. No additional information has been reported to allergan regarding the serial number as this is not known to the reporter since the pt was implanted in another facility. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."

Event description:
No information regarding this event. Follow-up findings: device received at analysis lab with documentation that noted "fracture at interconnector, trimmed." The access port was removed and replaced.